Event description:
Reported event of "failure of weight loss" from journal article: "a prospective randomized trial of laparoscopic gastric bypass versus laparoscopic adjustable gastric banding for the treatment of morbid obesity", annals of surgery, volume 250, number 4, 10/2009. Allergan is reporting a possible leakage from the device based on our conservative approach to reporting. There are no details available from the surgeon at this time.

Manufacturer narrative:
Taper unk. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Inadequate weight loss is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate." "Seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of 2000, clinical study, 299 pts total)." Device labeling addresses a leakage from the device as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."